Event description:
It was reported that the customer would program a special bolus prior to sleeping and would wake up with one undelivered unit of insulin. In the mornings her blood glucose level would be high. Her blood glucose level was not reported. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.